Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported falsely elevated hemoglobin and depressed platelet results for multiple samples from one patient on the cell-dyn ruby analyzer. The initial sample generated hemoglobin results of 6.1, 6.3 and 8.0 g/dl and platelet results of 37, 35, and 30 (k/ul). A second sample generated hemoglobin of 6.0 g/dl and platelet of 37 k/ul. A third collection from the patient generated hemoglobin of 6.1 g/dl and platelet of 4 k/ul. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, historical data review, product labeling and consultation with a subject matter expert. Review of product historical data did not identify any adverse trends or abnormal complaint activity. The provided data was reviewed and a definitive cause could not be determined. However, mixing errors or the patient's treatment are possible causes. Labeling was reviewed and sufficiently addresses the issue. Based on the available information and abbott diagnostics complaint investigation no systemic issue or deficiency of the cell-dyn ruby analyzer was identified.